Manufacturer narrative:
The device was evaluated by olympus and peeling of the forceps cover glue found, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue).

Event description:
A user facility returned an olympus, gf-uct180 scope due to a report that the scope failed the leak test, found during reprocessing. Upon evaluation of the returned device, it was determined the forceps cover glue was peeling. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The subject scope was inspected prior to use with no abnormalities noted. There is no known patient injury or infection attributed to, or possibly associated with, the use of the scope.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and additional information. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the damage to the scope, found on the device evaluation, was user handling during transport, storage, use, cleaning, etc. As stated in the instructions for use, as a preventive measure, "warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."